Event description:
A 2.0mm diameter by 30mm length d1 angioplasty balloon catheter was inserted for treatment of a 90% lesion in the distal circumflex coronary artery. The balloon was inflated to 13atm of pressure for 30 seconds on the first inflation. The ptca balloon was deflated then pulled back slightly before it was re-inflated. Upon the second inflation, the balloon burst at 12 atm causing a vessel dissection. A 2.0mm x 16mm ptca balloon was inserted and inflated for 5 minutes to treat the dissection. There was no further treatment to the artery. The pt was reported to be fine post procedure and there were no add'l clinical sequelae reported related to the event. The balloon inflated fine the first inflation, which indicates there was no leak in the balloon prior to use and that the damage may have occurred during use. This is an unusual failure and it is unclear what caused the balloon burst on second inflation.